Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient had an atrial lead failure on home monitoring, episode showed evidence of lead noise. Patient was seen in clinic and noise was reproducible in unipolar and bipolar configurations. Patient also had a decrease in sensing. Sensitivity was adjusted and lead remains actively implanted, but will be reviewed at a future time. No adverse patient events were reported. Should additional information become available, this file will be updated.